Manufacturer narrative:
B5: upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim#: (B)(4).

Manufacturer narrative:
H6- health effect- clinical code: 4581- significant reduction of endothelial cell count. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and significant reduction of endothelial cell count. The lens remains implanted. Cause of the event is unknown.